Manufacturer narrative:
The lead has not be returned. Boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.additional information was received that this product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that a right ventricular (rv) lead revision was performed for an unspecified reason and this lead was explanted. A new lead was successfully implanted. Other than the procedure, no further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed the complete lead was returned. Suture sleeve footprint appeared to be located at about 23.5-26.0 cm from the terminal pin. Some deformation of the outer insulation was observed near the fracture site at 30.5 - 31.3 cm. The lead body was slightly bent at approximately 30.2 cm from the terminal pin and the cathode coil was fractured at this location. Partial abrasion (not through) was observed in the insulation located 31 cm from the terminal pin. The lead anode coil was electrically continuous, the cathode coil measured open due to the fracture. Due to mechanical damage to the cathode ends, the root cause of the lead fracture was unable to be determined.